Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout was observed as it showed a cap improperly seated on the tube. Bd was not able to confirm the customers reported failure mode of closure separation based on the customer photo. Twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. An additional thirty (30) retention samples were evaluated by functional testing and the indicated failure mode for closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions, CAPA# (B)(4). Bd was not able to identify a root cause for the indicated failure mode of closure separation.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closures. The stopper creepout event occurred 400 times. The closure separation event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap. Once opened, the lid cannot be firmly attached again."